Event description:
It was reported that pump displayed malfunction alarm code 1 with fault ID 0x200c, and there were no notable events prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, initially continued pump use when the malfunction did not recur, then experienced recurrence and was provided replacement pump under warranty, used multiple daily injections as backup insulin therapy, was instructed to place old pump in storage mode, transfer pump settings and reconnect continuous glucose monitor to replacement pump, and return problematic pump using prepaid label.